Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar wrist comes loose during procedure. It is very difficult to extract from trocar. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar was tested on an in-house system showing 3 lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The probable root cause is of the customer reported issue could be attributed to the manufacturing process. The instrument pin can become dislodged and stick out due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure.